Event description:
New information received notes that the type of oversensing exhibited by the implantable cardioverter defibrillator was post-paced t-wave oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardioverter defibrillator exhibited t-wave oversensing. No intervention was reported. The patient was stable.

Event description:
New information states that non sustained twos isolated to (B)(6) 2021. Sensitivity has been adjusted due to these findings previously, and patient has been seen multiple times. Due to the pattern and transient nature,the patient will continue to be monitored in person.